Event description:
It was reported that the patient was in pain and puking. It was noted that the patient wanted to know if the personal therapy manager (ptm) was disabled to not allow himself a bolus. It was noted that the patient¿s brother told him that the ptm was disabled. It was reported that ¿otherwise the ptm would have to be broken, for it to now work¿. It was noted that the patient attempted suicide 2 weeks prior and that is why the ptm was taken away from him. It was reported that the patient¿s brother currently has the ptm at the time of report. It was noted that the patient¿s healthcare provider (hcp) accused the patient of taking fentanyl in the patient¿s suicide attempt. It was reported that the patient took sleeping pills. It was noted that the pump was used to infuse fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).